Event description:
It was reported that there was a lead dislodgement. During revision attempt, multiple attempts were made to reposition the lead, but the helix appeared not to adequately extend or retract. Upon explant from the body, tissue appeared to be stuck in the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.